Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual assessment confirmed the threads are damaged on the retaining rod of the meta-tan lag screw driver. The device shows significant signs of wear/usage. The device is a reusable instrument that can be exposed to numerous surgeries. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the retaining rod broke. All pieces were recovered. Backup was not necessary, the procedure was completed with the original device. No delay in the operation or injury to patient.